Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17754. It was reported the patient experienced ineffective therapy. During the procedure, intra-op diagnostics indicated high impedances. Lead fracture was confirmed. As a result, surgical intervention occurred wherein the lead and ipg was explanted and replaced to address the issue.

Event description:
Additional information received indicated that analysis findings confirmed no issue was found with the ipg.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-05975 should not have been reported as a medical device report (MDR) after additional information received from product performance engineering found ipg passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and thus no longer reportable.